Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that there was extensive noise on the electrocardiogram. The noise was caused by a loose radio frequency (rf) head connector on the link electronics module (lem) board.

Event description:
It was reported that there was extensive noise on the electrocardiogram with this programmer. Various leads were tried but the noise was still present. The programmer was returned for service. No patient complications were reported as a result of this event.